Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced and an additional lead was implanted. Effective therapy was established.

Manufacturer narrative:
A patient experienced ineffective therapy due to autoreducing from high impedance was reported to abbott. As a result, the patient's leads were explanted and replaced and an additional lead was implanted. Effective therapy was restored. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17432. It was reported the patient experienced ineffective therapy due to auto reducing from high impedances. Surgical intervention may take place at a later date. Note: it is unknown which lead is liable, as such both leads are being reported.